Event description:
It was reported that (2) 511sd and 1seal were used during an lap cholecystectomy procedure. It was reported by the rep that the trocar outer gasket seal and one seal reducer were breaking. It is unknown how the case was completed. Extended o.r. Time by five minutes.